Event description:
A malfunction alarm occurred with the pump, specifically alarm 20, during the loading process. The customer's blood glucose (bg) level exceeded 500 mg/dl (27.7 mmol/l) as a result. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a manual injection to address high bg. Despite receiving assistance in loading a new cartridge using the correct technique, the cartridge alarm persisted, and the customer was unable to resume insulin therapy. As a resolution, technical support arranged for a pump replacement.